Manufacturer narrative:
The field service engineer (fse) noted that the customer was not following the sample collecting tube's manufacturer instructions. The correct ratio between the blood sample and anticoagulant was not observed. The blood sample was less than the required level. He also noted that the sample was centrifuged for 5 minutes at 4500 rpm. The recommended centrifugation time was 10 minutes. The alarm trace revealed several clot detection alarms. Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample tested on a cobas integra 400 plus. The initial result was not reported outside of the laboratory. On (B)(6) 2021 at 09:33, the initial result was 208.02 mg/dl. On (B)(6) 2021 at 12:28, the repeat result was 104.03 mg/dl. The reagent lot number is 55527101 with an expiration date of 31-aug-2022.